Event description:
On (B)(6) 2011: this (B)(6) female was undergoing robotic assisted sacral colpopexy. While retracting a section of small bowel out of the line of vision with the triad bipolar forceps, the triad machine -sn (B)(6) - inadvertently fired, causing a full-thickness burn to the small bowel. The bowel was repaired with 6 cm resection. The operators had not programmed the machine to operate in "bipolar" mode. Force triad device - (B)(6) - was sent to covidien valleylab on (B)(6) 2011.